Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device vibrated and got hot while running. It was further determined that the bearings were damaged. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear on the components from repeated sterilization and use over time. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during equipment inspection, it was observed that the burr attachment device was running too hot. The event did not occur during surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.